Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician inserted the cat8 into another manufacturer's sheath and noticed that it fitted very tightly. While the physician was advancing the cat8 through the sheath, the cat8 became kinked and was removed. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.